Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [Depot repair];[fault with alaris pump 8100 at wollongong private hospital we have an alaris 8100 pump that is giving a ¿patient side occlusion¿ error when we run the rate accuracy test for pm. There doesn¿t appear to be any physical damage and out test setup is working on other pumps. I was hoping you could please confirm if a possible solution for this is to replace the patient side sensor in the unit? Or if there is something else we should do? Recently repaired on (B)(6)]. There was no reported patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [[Service type]];[fault with alaris pump 8100 at wollongong private hospital we have an alaris 8100 pump that is giving a ¿patient side occlusion¿ error when we run the rate accuracy test for pm. There doesn¿t appear to be any physical damage and out test setup is working on other pumps. I was hoping you could please confirm if a possible solution for this is to replace the patient side sensor in the unit? Or if there is something else we should do? Recently repaired on wo- (B)(4). There was no reported patient involvement.